Event description:
The customer reported obtaining low sodium (na) results for two (2) patients on their au480 clinical chemistry analyzer. The customer indicated when tested the new patient samples on (B)(6) 2024, the results were lower compared to results obtained previously on (B)(6) 2024. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for the two patient results.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au480 clinical chemistry analyzer and found the mixing motor was weak. The fse replaced the mixing motor and the pinch valve to resolve the issue. The fse verified analyzer resumed to normal operation. Section a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).